Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please explain. The patient had a post-op dehiscence. Uncertain what was done to remedy the situation. - please provide additional details about the alleged deficiency with the product. The surgeon claimed that the wound dehisced post-op and the stratafix was completely out of the wound and stuck on the dressing. - could you please clarify what you mean by "the wounds fell apart completely"? Please see above. Lot number of the product? Uncertain - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed specially re-suturing? Explain *any medical treatment provided or prescribed? If yes, please provide medicine name, strength, and dose *was there any alleged deficiency with the device as a contributing factor to the event? Was dehiscence noted? Tissue on which used? Name of procedure *initial procedure date? Lot number *did the patient have any pre-existing health issues that could contribute to healing issues which could have contributed to the event? For example, medications, past reactions or allergies, weight, age, diabetes, obesity, etc? *did the suture break post-operatively? *what is the patient¿s current health status and condition? The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. Post-op, it was reported to the dl per sales rep that the product during a procedure, the wounds fell apart completely (wound dehiscence). Adverse impact patient/user: yes. Not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was any surgical intervention performed specially re-suturing? Explain - unknown. Any medical treatment provided or prescribed? If yes, please provide medicine name, strength, and dose - unknown. Was there any alleged deficiency with the device as a contributing factor to the event? - surgeon believes the barbs didn¿t hold onto the tissue strongly enough. *was dehiscence noted? - yes. Tissue on which used? - skin. Name of procedure - abdominoplasty. Initial procedure date? - unknown. Lot number - unknown. Did the patient have any pre-existing health issues that could contribute to healing issues which could have contributed to the event? For example, medications, past reactions or allergies, weight, age, diabetes, obesity, etc? - older, thinner and more delicate skin *did the suture break post-operatively? - yes. What is the patient¿s current health status and condition? ¿ unknown.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b2, b7, c1. Additional h6 medical device problem code. Corrected h1.